Event description:
The case was reported by a consumer via a pharmacist and described the occurrence of wound in a male pt who received breathe right nasal strips for an unk drug indication. On an unk date, the pt started breathe right nasal strips, unk dosing. At an unk time after starting breathe right nasal strips, the pt experienced a "nasty" wound due to a very strong adhesive causing the skin to come off when removing the plaster. At the time of reporting, the outcome of the events was unk. This case is associated with a product complaint. Follow-up info received from the consumer on (B)(6) 2011: on (B)(6) 2011, the pt started breathe right nasal strips. The pt used the breathe right nasal strips for one night and in the morning of (B)(6) 2011, the pt removed the nasal strip which caused the skin to come off. This caused a nasty wound which turned into a crust that lasted the rest of april. At the beginning of (B)(6) 2011, the crust fell off causing running liquid from the wound. The pt was treated with 'cicaplast' cream. On an unk date, the wound resolved and the skin healed and came back. However, the skin does not look like it did before the wound. On an unk date, the pigment changed on the area where the wound used to be and the skin is more sensitive than it was before. At the time of reporting, the wound, skin peeling, skin crust and oozing wound were resolved but the skin pigmentation change and skin sensitivity were unresolved. No other info was provided and the pt has not been in contact with any healthcare professional. F/u info received on (B)(4) 2011: this info was reported by the consumer via a sales rep. The pt never experienced a problem with the transparent variant. The problem was with the tanned variant. After ripping off the strip, the pt reported that the wound looked terrible and caused embarrassment. After (B)(6) months, the nose had unspecified skin changes with persisting skin redness. The pt believed that he would need to use a high protection sun lotion for years due to the event. Follow-up info received on (B)(4) 2011: the qa report revealed that since a sample or batch details could not be found, an investigation could not be carried out. Therefore, a root cause and conclusion could not be found. Follow-up info received on (B)(4) 2011, which upgraded the case to serious: the pt had used breathe right nasal strips during the last year and they had worked well. The pt sometimes experienced some problems taking them off in a good way and they sometimes caused redness of the nose. The events were considered disabling as the reporter considered that the events would be a problem for the rest of his life. It was reported that the events had had a negative impact on the pt's work for several weeks. At the time of reporting, the scab had gone, but the skin was still sensitive to sunlight. The pt had to use sunblock when in the sun.

Manufacturer narrative:
Breathe right nasal strips are mfg in (B)(4) in the united states, and neither the product nor lot number for this product is available. (B)(4).